Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to a robotic laparoscopic gastric sleeve procedure, while inserting the sterile interface module (sim), the arm triggered a non-recoverable error and became unresponsive. After restarting the arm, it worked properly without further issues. There was no patient involvement.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Evaluation of the logs for the reported procedure did not show the arm cart assembly being restarted during the procedure. There were no non-recoverable errors noted for the arm cart. However, during the next procedure, an arm cart was restarted due to a potentiometer issues on robotic arm joint 2. Review of the field service notes indicated that the arm cart assembly had a non-recoverable error. An error code for 'linked to arm redundant position discrepancy', an error code for 'linked to robotic arm encoder redundancy error' and an error code for 'linked to motor state - brake state agreement' were all observed. The joint position sensor brooming script should be performed on the robotic arm joint 2. The system will be monitored. Evaluation of the arm cart assembly confirmed the reported condition. The root cause of the observed errors was determined to be related to connectivity issues between the z-slide and instrument drive unit (idu). This is traced to device design such as small movements in the connector due to impact or an inadequate strain relief that cause the contacts to shift onto regions of the mating contacts that are contaminated with flux, which prevents electrical conductivity. Additionally, damage to the assembly fixture pin allowed too much interference between connector components, leading to connector damage and loss of connectivity. Improvements have been initiated to mitigate this condition. Replication can also occur if the arm cart is mistreated when attaching the sterile interface module (sim). The instructions for use (IFU) states, " 1. Press the sterile interface module into the opening at the bottom of the instrument drive unit until it clicks.". Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a robotic laparoscopic gastric sleeve procedure, while inserting the sterile interface module, the arm cart assembly triggered a non-recoverable error and became unresponsive. After restarting the arm cart assembly, it worked properly without further issues. There was no patient involvement.